Event description:
Discordant (B)(6) total antibodies to (B)(6) surface antigen ((B)(6)) results were obtained with patient samples on an immulite 1000 analyzer. The customer retested the (B)(6) samples on the same analyzer, and the repeat results were (B)(6). Per the laboratory's policy, the (B)(6) samples were also sent out to a reference lab for repeat testing. The (B)(6) quality control results were within range on the day the samples were tested on the immulite 1000. There was no known report of patient care being altered or prescribed due to the discordant (B)(6) results. There was no known report of adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
A siemens healthcare diagnostics field service engineer (fse) was dispatched to the customer site for instrument evaluation. After evaluating the instrument, the fse found that the small syringe was leaking, and he replaced the small syringe. The fse also proactively replaced the large syringe and the probe, and ran qc material. The qc results were within range. The fse concluded that the cause of the discordant (B)(6) results was due to the leaking small syringe. The instrument is performing according to specifications. No further evaluation of the system is required.